Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 1811106 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer. Through examination of the picture, the stopper was observed poorly assembled and was trapped between the plunger and the barrel components. It has been determined that this incident resulted from incorrect assembly due to a misalignment. Based on the preventive measures in place and the sampling inspections, we believe this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that syringe 2ml ls 23x1-1/4 an emerald was deformed. This occurred on 30 occasions before use. The following information was provided by the initial reporter: when open the package of syringe, the stopper was deformed. Check that some products in the same batch are seriously deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 2 ml ls 23 x 1-1/4 an emerald was deformed. This occurred on 30 occasions before use. The following information was provided by the initial reporter: when open the package of syringe, the stopper was deformed. Check that some products in the same batch are seriously deformed.